Manufacturer narrative:
(B)(4). Device evaluation: this device was returned to baxter for evaluation. A visual inspection was performed. The reported condition of defective battery was confirmed. The root cause could not be determined. No further testing has been completed at this time and no repairs have been performed as the referenced device has been removed from service. A follow up report will be submitted if additional information becomes available.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through mdq-CAPA (B)(4). A service history review revealed no previous customer requested service events were related to the reported condition. However, the main batteries were replaced during previous service.

Event description:
The facility representative reported a colleague infusion pump with a defective battery. It is unknown when or at what point in the process this condition occurred. There was no patient involvement. Review of the device event history determined that this condition interrupted delivery. This device is a remediated colleague pump with a user interface module software version of 6.13.90. No additional information is available.